Manufacturer narrative:
The end customer reported the device cancelled a shock advised prompt when the shock button was pressed. A request for the device's electronic history record has been made to assist with the investigation, however, to-date neither the device nor the electronic history record has been returned. Additional attempts are being made to gather this info and a follow-up MDR will be filed as additional info becomes available.

Event description:
On (B)(6) 2011, it was reported that during a rescue attempt a device advised a shock and that the shock was cancelled after the shock button was pressed. A second defibrillator was applied to the pt and 3 shocks were reported to have been delivered, however, the pt was not resuscitated.